Event description:
It was reported that following a coronary artery bypass graft and had to return to theatres for a re-procedure. During harvesting, ima was harvested in the normal technique using lt102 to control bleeding. Primary procedure was uneventful. Patient returned to theatre with post operative bleeding and on investigation, surgeon found lt102 dislodged and had moved/ flipped.

Manufacturer narrative:
(B)(4) - misaligned jaws. The analysis results confirmed that the lx207 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.